Event description:
Pt taking coumadin as instructed. Pt called into vad office with concerns of hematuria and ldh 1674. Admitted on (B)(6) 2017 from osh with hemolysis noted. Heparin started on admission. Lvad interrogated with multiple pi events noted since the beginning of (B)(6). By the evening of (B)(6) urine returned to a normal color and ldh down to 1144. On (B)(6) 2017, vad CT vad CT negative for visible clot. On (B)(6) ldh within normal range for pt at 372.

Event description:
Pt with therapeutic inr goal range of 2.3-3 with multiple occasions of home inr below this range. Admitted (B)(6) for fever, coughing and increased secretions. Inr 1.9 and ldh 1017 on admission with noted increases in lvad flows and powers. Heparin started and home regime of aggrenox and coumadin continued. (B)(6) pt intubated due to progressive cardiogenic shock. Ldh trended up throughout hospital stay to ldh of 1834 on (B)(6). Pt at this point with noted acute kidney injury and unidentified infection. Family decision to withdraw care. Pt died due to thrombus complications on (B)(6) 2018.

Event description:
Pt with therapeutic inr goal range of 2.3-3 with multiple occasions of home inr below this range. Admitted (B)(6) for fever, coughing and increased secretions. Inr 1.9 and ldh 1017 on admission with noted increases in lvad flows and powers. Heparin started and home regime of aggrenox and coumadin continued. (B)(6) pt intubated due to progressive cardiogenic shock. Ldh trended up throughout hospital stay to ldh of 1834 on (B)(6). Pt at this point with noted acute kidney injury and unidentified infection. Family decision to withdraw care. Pt died due to thrombus complications on (B)(6) 2018.

Event description:
Patient taking coumadin as instructed. Patient called by vad office with concerns of home ldh 2079 and inr 2.1. Husband stated there was a return of dark urine. Admitted on (B)(6) 2017 for hemolysis increased ldh. Heparin started on admission. By (B)(6), urine returned to clear yellow and ldh down to 1700. No power or flow spikes of vad alarms noted. Pt discharged with ldh remaining elevated on (B)(6) 2017.

Event description:
Patient taking coumadin as instructed. On (B)(6) 2017, pt noted an increase of power to 8, no lvad alarms reported. On (B)(6) 2017, pt c/o of dark urine. Ldh at that time in the 300s. On (B)(6) 2017 dark urine. Stat ldh 1194. Admitted on (B)(6) 2017 for hemolysis increased ldh, dyspnea and oxygen requirements. Heparin started on admission. By (B)(6) urine returned to a normal color and ldh 1297. On (B)(6) pt diuresis which improved breathing. On (B)(6), pt lvad flow and power spike. Discharged on (B)(6) 2017 with ldh 1137, inr 1.9. (Goal inr 2-3) and dnar.

Event description:
Pt taking coumadin as instructed. Pt called into vad office with concerns of hematuria and ldh 1674. Admitted on (B)(6) 2017 from osh with hemolysis noted. Heparin started on admission. Lvad interrogated with multiple pi events noted since the beginning of (B)(6). By the evening of (B)(6) urine returned to a normal color and ldh down to 1144. On (B)(6) 2017, vad CT vad CT negative for visible clot. On (B)(6) ldh within normal range for pt at 372.